Manufacturer narrative:
The investigator assessed there was no relationship to device and no relationship to procedure. Thromboendarterctomy (tea) was not used to treat the stenosis as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
One admiral xtreme pta balloon catheter was used to treat restenosis of the left sfa. Approximately 1 month later the patient suffered restenosis of the left sfa. This was treated by thromboendarterectomy approximately 4 months later. The patient recovered.